Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricle (rv) lead was explanted due twiddlers syndrome caused this lead to dislodge it was also mentioned that the lead exhibited noisy signals, low amplitude and pocket stimulation as result of that dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle (rv) lead was explanted due twiddlers syndrome caused this lead to dislodge. No additional adverse patient effects.